Event description:
X-ray finding revealed there is a PICC (peripherally inserted central catheter) fragment which projects at the svc (superior vena cava). PICC is discontinuous, with a defect seen at the subclavian. Impression: fractured PICC fragment seen at the svc. 28-week 2-day gestation premature, twin neonate at the time of birth, on (B)(6) 2026. On (B)(6) 2026, neonate had a PICC line placed to the left extremity. On (B)(6) 2026, an x-ray showed a PICC fragment at the superior vena cava (svc).